Manufacturer narrative:
The part was examined. There was damage in the slot for the stem inserter which may have been created by the end user. The interface with the neck portion of implant is within specification. No other issues were identified with the part. A root cause determination cannot be made based on the available information. Additional mdrs associated with this event: MDR 3025141-2016-00081: head, MDR 3025141-2016-00083: neck.

Event description:
A slide-loc anatomic radial head was implanted on (B)(6) 2016. During a routine post-op check, it was realized, via x-ray, that the head/neck assembly of the implant was dissociating from the stem. Revision surgery was performed on (B)(6) 2016, where the slide-loc product was replaced with another product.